Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was described as during set up for apd therapy, the home patient (hp) observed water drops inside the cassette door and gasket. The hp was not connected at the time of the event. This occurred during use of the device for automated peritoneal dialysis (apd) therapy. Renal therapy services provided troubleshooting steps and had the hp remove the cassette and wipe the gasket using only their fingers to remove any debris or foreign objects. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Vantive healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.